Event description:
It was reported that during a cryo ablation procedure a smartfreeze cryo console was selected for use. The console screen froze and ablation time, temperature and curve was not visible, and shortly after the isolation the ablation had to be stopped with 'emergency button'. It resulted in need for 3 applications in the lipv. The console was restarted and the procedure was completed without any patient complications. The console will not be available for return as it will be retained.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.